Manufacturer narrative:
The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
A male patient was hospitalized post cardiac arrest and an intravascular temperature management was needed. Three hours after therapy was initiated, leak was noted on the console and floor due to an air trap leak. The thermogard was also displaying an air trap alarm. The suk and console were replaced to continue with therapy. No known patient consequences were reported.